Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it as reported that pump prompted customer to fill tubing multiple times. Tandem technical support guided the customer through the load process and insulin delivery was resumed. Customer's blood glucose was 231 mg/dl.